Event description:
It was reported that, patient developed painful joint.

Manufacturer narrative:
The lrg tap pri mod nck 8deg 34mm, cat# nlv-340800y, lot# 35231202 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the reported patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.